Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed frayed cables. The instrument had one cable frayed at two different locations at the distal clevis. One strand stuck out at the proximal clevis and the shorter strand stuck out near the instrument grip tips. No other cables were damaged at distal clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing that frayed wires were identified on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.